Event description:
It was reported that an operator noted a blood droplet exiting the gas port of a new oxygenator. Not the gas outlet, the safe pressure outlet. Blood was dripping at about 1 drop every 5-10 minutes. The device was changed at the suggestion of another member of the perfusion team, not due to failure of gas exchange. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100 percent functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. (B)(4).